Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:(B)(4), model: sc-2218-70 , serial: (B)(4), batch: 7073501.

Event description:
It was reported that the patients leads had migrated as confirmed via x-ray. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was very groggy post-operatively. No device malfunction was suspected. The explanted leads were discarded.